Event description:
Customer reported that pump battery would not charge, with no power source alert received. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various solutions, including using different wall adapters and charging cables, but charging issue persisted. Technical support to replace pump, and customer to use backup insulin pump for insulin therapy.